Event description:
Reporter alleged the lancet needle that is a part of the softclix lancing sys used in finger-stick blood glucose testing would intermittently not retract. No actions or treatment reported. A request was made for the return of the suspect device and replacement prod was sent.